Manufacturer narrative:
Concomitant devices: cashmere coil (details unknown); microcatheter (details unknown). The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Manufacturer narrative:
A non-sterile orbit complex fill 6x15 tdl was received coiled inside of a coil dispenser inside of plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received zipped without damage. The support coil and gripper were found inside of the introducer while the embolic coil was found detached inside of the coil dispenser. The gripper and the embolic coil were inspected under microscope; the gripper was found without damage as well as no obstructions or damage was noted on the purge hole, also marks of the embolic coil was attached to the gripper can be observed. The embolic coil was found stretched. A review of the manufacturing documentation associated with this lot 15855536 presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer that the coil stretched was confirmed, the cause of the stretched condition on the embolic coil was apparently caused by applying excessive force on the device but it could not be conclusively determined. However this defect could not be related to the manufacturing process and procedural factors appear to have contributed to this damage. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failure from leaving from the facility. Therefore no corrective action will be taken at this time.

Event description:
The contact at the hospital reported that during embolization of an anterior communicating artery measuring 6.2mm x 5.1mm x 2.4mm the surgeon noted the orbit galaxy coil (638cf0615/15855536) had stretched during the procedure. The surgeon had to change to the cashmere coil (details unknown) to complete the procedure. There was no report on patient injury. At initial contact the product was not available for return. There was no significant delay to the procedure as a result of the issue. An adequate continuous flush was maintained through the microcatheter at all times. There was no resistance between the guidewire and microcatheter when accessing the target site. There was no resistance at any time during advancement of the coil through the microcatheter. Prior to this coil, other coils went through the same microcatheter. No kinks in the microcatheter may have contributed to the event. There was no resistance when the coil was advanced/positioned/withdrawn. Coil entanglement with previously placed coils was not suspected to contribute to the event. No additional intervention was required. There was no flow restriction/reduction as a result. The entire coil was successfully removed from the patient and still attached to the delivery system. The product will be returned for investigation.